Manufacturer narrative:
Additional information received: the broken part has been retrieved and the was discarded. This is a follow up report for this additional information. Investigation results: DHR check was performed with (B)(4) and did not reveal any quality relevant issues. No fault found. Production vdw batch # 426481 meets specifications. Root causes not identified. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: indeterminate. The important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 3165. The correct codes for this complaint are: health effect - clinical code - 4582 this is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file broke during use. The broken part could not be retrieved and was incorporated into the fill.